Event description:
It was reported that a user experienced low glucose while using the ilet and was unable to hear the low-glucose alert despite the device volume being at the highest setting; the user-reported value was 68 mg/dl with upward trend, and a contemporaneous fingerstick measured 98 mg/dl after ingestion of approximately 30 grams of oral glucose. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose without need for medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemic event was unclear and that the device alarm audibility concern could not be verified during the call. It was concluded that the event involved hypoglycemia of unclear cause with no confirmed device malfunction, and that user counseling was provided regarding low-glucose management and follow-up with clinical support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.